Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "the bevel of the needle was blunt, making installation impossible" in unknown eye. Surgery was completed with a backup device.